Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Infusion set was changed and insulin delivery was resumed. Customer¿s blood glucose was 400 mg/dl at its highest. Contact declined to provide further information.